Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported the mynx grip vascular closure device (vcd) 5f failed to maintain hemostasis. There were no reported patient injuries.

Manufacturer narrative:
Section b5:the device was stored in the cath lab for one month. The device was stored, handled and prepped per the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The device was used for a peripheral intervention procedure. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. The sealant was deployed in the proper location. The patient¿s inr was not >1.5. Hemostasis was achieved by manual compression for thirty minutes. The patient was kept overnight. The patient has recovered. The device will be returned for analysis. As reported, the 5f mynxgrip vascular closure device (vcd) failed to maintain hemostasis. There were no reported patient injuries. The device was stored in the cath lab for one month. The device was stored, handled and prepped per the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The device was used for a peripheral intervention procedure. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. The sealant was deployed in the proper location. The patient¿s inr was not >1.5. Hemostasis was achieved by manual compression for thirty minutes. The patient was kept overnight. The patient has recovered. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. A portion of sealant was found inside the shuttle cartridge, exposed to blood. The procedural sheath was pull back against the shuttle handle. The condition of the device as received does not match the description. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Shuttle movement was checked and no resistance was felt. Shuttle down procedure was simulated per the mynxgrip instructions for use (IFU) and the advancer tube was able to properly engage the tamp locks. A product history record (phr) review of lot f1907701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed through analysis of the returned device as it does not match the description. The condition of the device suggests a failure to deploy may have occurred since the sealant was still on the device, which the customer could experience as a failure to achieve hemostasis. However, the exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and the product analysis, handling factors (such as incomplete engagement of the advancer tube during the procedure) may have contributed to the issue experienced as evidenced by the condition of the sealant in the returned device. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. However, it cannot be conclusively determined why the shuttle down step could not be completed. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.